Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and two photos. During the visual examination, no damage was observed to the v-clip or grip. Disengagement / retraction of the unit was attempted at which point the white finger grip released and left the back end of the cannula exposed. The reported issue was confirmed. It was noted that adhesive was present at the end of the finger grip, which is expected, but the crimp at the end of the cannula was not present. This was determined to be the cause of separation of the finger grip and is manufacturing related. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism on the bd nexiva¿ closed IV catheter system detached. The following information was provided by the initial reporter, translated from (B)(6) to english: "the white component (finger grip) was detached (came off)."